Manufacturer narrative:
Correction b5, f10/h6, h10/h11. B5: remove the statement reported on the initial: during troubleshooting, it was reported, that there was a leak from an unspecified location, which led to the alarm. The leak was further described as ¿a drop of fluid¿ touched the home patient¿s arm; b5: add the statement: during troubleshooting, nothing could be found that could have caused the se 2240; f10/h6: remove device code 1250; h10/h11: remove the statement reported on initial: however, an unspecified leak was reported, with the use of the homechoice cassette, which is known to cause this alarm. The cause of the leak could not be determined; h10/h11: add the statement: the cause of the alarm could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, an unspecified leak was reported with the use of the homechoice cassette, which is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell three of four of automated peritoneal dialysis therapy. During troubleshooting, it was reported that there was a leak from an unspecified location which led to the alarm. The leak was further described as ¿a drop of fluid¿ touched the home patient¿s arm. No damages were noted on the supplies. Renal therapy services (rts) assisted the patient with clearing the alarm. The patient would perform continuous ambulatory peritoneal dialysis (capd) to complete therapy. Rts reviewed proper procedures per the user manual with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.